Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h imdrf annex f. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie pockets were failed and missing from the medication application configuration. A field service engineer investigated and reseated the row board cable connections, as well as all cubie trays and pockets. After testing, all pockets and the drawer were successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields were updated due to additional information: section h imdrf annex a and g.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this incident.